Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having large drain volumes. A review of the patient¿s treatment records identified that the patient drained 2219 ml during drain 2 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 1200 ml. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on 06/27/2018. The largest drain volume from this treatment occurred during stat drain 2 where 6057ml drained. This drain is 303% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1999ml is 3598ml. Upon follow up, the patient¿s peritoneal dialysis nurse reported the patient did not experience any complications as a result of the event. The nurse was unable to confirm if the treatment was completed on the night of the event. The patient has resumed treatment on the replacement cycler, without further issues.

Manufacturer narrative:
Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Nurse called stating that the patient has been having trouble with the cycler. She said the patient called us last night and she had a large drain amount and she was afraid that the cycler had overfilled her. She said she was very concerned and she wanted the patient have a replacement cycler sent to her. Checked on (B)(4). I did see where the patient called us and did drain a very large amount. She was not able to verify the address so I offered to contact the patient. I called the patient and she said she did speak with us last night and she was told that we would replace the cycler for her. I did not see any note of this but I let her know that I spoke with her nurse and we were going to send her a replacement. I advised to discontinue and to follow up with the nurse. She was not at home at the present time. She said she can do manuals and she will follow up with the nurse. Patient will keep iq stick. No modem is used. Patient did not complete the treatment on the cycler last night. On (B)(6) 2018: cycle 0 dv 0ml dt 1b uf 0ml cycle 1 fv 1999ml ft 65min dwt 90min dv 1583ml dt 74min uf -414ml we initiated a stat drain 2 and pt drained 6057ml/1413ml before we cancelled tx.